Event description:
Originally reported to idtf, protime microcoagulation system inr 2.9 vs unspecified lab system inr 1.8. Pt therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Two weeks prior to reported event, acceptable inr results obtained between protime microcoagulation system vs unspecified lab system. Manufacturer method, results, conclusions: manufacturer eval/investigation pending product return.